Manufacturer narrative:
Correction report being filed to capture the hospitalization impact code and device revision or replacement.

Event description:
It was reported upon interrogation this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Additionally, the patient was admitted due to diaphragmatic stimulation. Technical services recommended to replace the device and to send it back for analysis. At this time, the crt-p remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported upon interrogation this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Additionally, the patient was admitted due to diaphragmatic stimulation. Technical services recommended to replace the device and to send it back for analysis. At this time, the crt-p remains in service. No adverse patient effects were reported.